Event description:
Expulsion balloon was used in patient rectum, went to deflate the balloon to remove and there was no water in the balloon, removed balloon intact. A second balloon was used to complete the test, which leaked but did not fully deflate. When finished with patient study, we attempted to reinflate the failed device, but it had many holes and water was squirting out all of the holes. Opened 3 more of the expulsion balloons and they all had the same problem, then 1 held water but you could see the defect (very thin appearing area) and when touched, it popped, and the balloon broke into pieces